Manufacturer narrative:
The investigation found the last calibration was performed on 18-aug-2021 and was acceptable. The qc recovery contained values outside -2sd and was unacceptable. The alarm trace does not contain a conspicuous event. The field service engineer found worn pinch tubing was causing carryover issues. They replaced the pinch tubes and sipper probe and made adjustments to the sample reagent probe. Qc was performed and within range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with the cobas e 411 immunoassay analyzer. The initial result was 108.7 miu/ml. The repeated result was 1.3 miu/ml. The second repeated result was 3.5 miu/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 00516539. The expiration date was requested but not provided.